Event description:
Balance performance wire kinked in the left anterior descending artery (lad), while trying to remove it broke off partially in the aorta and lad. En snare successfully captured and removed broken wire.